Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted on (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert (lia) was triggered on the right ventricular (rv) lead. The rv lead exhibited variable thresholds, high impedance, and noise on episodes. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.